Event description:
It was reported that; tip of screw driver broke.

Manufacturer narrative:
Risk assessment; the device was discarded by the customer, so no lot number was provided, nor could visual or functional inspection be performed. Manufacturing record review could not be performed due to no lot number being supplied. With the device not being returned for evaluation, root cause can not be conclusively determined.

Event description:
It was reported that; tip of screw driver broke.